Event description:
Catalog number is "scratched off" of the test strip vial label that is used in conjunction with the blood glucose monitoring device. There was an error after dosing the test strip, however once troubleshooting with customer service center; he was able to obtain a result of 139 mg/dl which reportedly seemed ok. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.